Manufacturer narrative:
(B)(4). Date sent: 10/2/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as (B)(6) 23. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. The additional information, no changes to file were made. The lot/ batch history records were reviewed and certified by external manufacturing. The certificate records are accessible through external manufacturing. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ats45 locked out on tissue while firing. No patient harm. No further information is available.